Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she was not feeling stimulation so she took the patient programmer and saw the poor communication message when the antenna was being used. The patient confirmed the antenna was secured and the issue was resolved. The patient reported she was program 3 at 1.7 v and confirmed the therapy was on. The patient noted she went in last week to the see the manufacturer representative (rep) because the device ¿shut itself off for some reason¿. The patient stated she noticed it was off because ¿she got her old symptoms back¿. The patient stated they noticed the device was off about a month ago. The patient reported the rep changed the patient programmer batteries and got everything up and running again. The patient mentioned that she often got urinary tract infection (uti). The patient confirmed this was preexisting to having the device. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.